Event description:
It was reported that suture placement was attempted in the left common femoral artery (lca) and achieved in the mildly calcified right common femoral artery (rca) using the preclose technique prior to a percutaneous endovascular aneurysm repair (pevar). The arteriotomy was 6fr. Reportedly, the rca was prepped, placed and closed without any complications. The lca was prepped and two proglides were placed; however, after the clamps were removed, following the pevar procedure, both rail sutures were pulled and the sheath was gently pulled back by another physician. The rail sutures of the first and second device were pulled and the knot was advanced with the knot pusher; however, bleeding continued. The physician upsized sheath to 10fr to stop the bleeding around lca puncture site; however, bleeding continued. The sheath was upsized to a 20fr sheath without any additional steps in between. Bleeding continued and a third proglide device was used; however, bleeding continued. After vessel preparation, the surgeon closed the vessel manually with surgical sutures. The three proglide device systems worked well; however, due to the introduction of the 20fr sheath without further steps in between inserting the 10fr sheath and the 20fr sheath, led to the misalignment of the placed sutures. The procedure was clinically significant delayed 30 minutes, due to minimal invasive surgical closure. The physician is reported to be in-training in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.the other two proglide devices referenced are being filed under separate medwatch MFR numbers.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.